Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete.all available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed sodium (na) results generated on the architect c4000 processing module for patient samples. The following data was provided (customer¿s reference range 136 - 145 mmol/l): initial result = 106 mmol/l, repeat result = 141 mmol/l. No impact to patient management was reported.

Event description:
The customer observed falsely depressed sodium (na) results generated on the architect c4000 processing module for patient samples. The following data was provided (customer¿s reference range 136 - 145 mmol/l): initial result = 106 mmol/l, repeat result = 141 mmol/l . No impact to patient management was reported.

Manufacturer narrative:
Additional information in sections d10 - concomitant product and h4 - device mfg date. The field service representative (fsr) inspected the instrument and performed multiple trouble shooting procedures. The rgt syr o-rng and c4/c8 rgt pr rohs were all replaced which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. An instrument service history review for (B)(6) revealed no additional service ticket associated with discrepant or erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the architect c4000 processing module did not identify any similar issues as described in this complaint. Additionally, a review of complaint and trending data associated with the rgt syr o-rng and c4/c8 rgt pr rohs did not identify an increase in complaint activity. The device history record was reviewed, and no non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect c4000 processing module, serial number (B)(6), or the rgt syr o-rng and c4/c8 rgt pr rohs was identified.